Event description:
It was reported to philips healthcare that the heartstart xl ac power indictor does not light which is not charging the battery. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.